Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, which prevented the pump from charging. Additionally, the customer observed the battery gauge to be fluctuating. The customer's blood glucose (bg) level was 108 mg/dl. Reportedly, the pump was able to charge successfully after the customer left the pump plugged in to the same power source. The customer would continue to use the pump for insulin therapy.